Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged insulin pump under delivering, alerting pump error 63, and was hospitalized for high blood glucoses. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. History download was successful using thus and carelink upload was successful. Pump error 63 alarm (variable 3) confirmed in the insulin pump history on (B)(6) 2021 at 12:52pm. In further full review of the insulin pump history on the event date of (B)(6) 2021 found bolus deliveries of 17u at 1:54am, 17.1u at 5:11am, 6.6u at 7:10am, 6.1u at 1:29pm, and at 8.8u at 5:55pm. Insulin pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Allegation for insulin pump under delivering not confirmed during full functional testing. Pump error 63 alarm (variable 3) confirmed in the insulin pump history on 06/07/2021 at 12:52pm due to broken pin 6 trace on keypad assembly. Unable to verify customer alleged for high blood glucoses. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that insulin pump does not have auto mode feature. Customer was not hospitalized (just visited the emergency room to get assistance with putting insulin into the syringe for manual injection). Customer also alleged insulin pump was not delivering insulin.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b3 and b5 section of this report

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized due to high blood glucose on (B)(6) 2021. Customer's blood glucose was 502 mg/dl. Customer's current blood glucose was 229 mg/dl. Customer treated high blood glucose with manual injection, insulin pen. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose event. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was not active at time of high blood glucose event. Based on customer's response they alleged insulin pump was under delivering insulin because they receive insulin pump error alarm. The insulin pump will be returned for analysis.